Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The problem (unable to power on) was confirmed. As received, the monitor was unable to power on. The cause for the failure was isolated to a shorted pld (u1003). The defective component was causing the 1.8v and 3.3v power supplies to short to ground, which resulted in an open f600 fuse. The open f600 fuse prevented the montior from powering on. The root cause for the shorted u1003 pld component was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was unable to power on.